Event description:
Product complication: none. Time of complication: during the procedure in 2006 with a stop date of two days later. Symptoms: hypotension, decreasing hemoglobin and hematocrit. It was reported that the pt experienced hypotension during the procedure in 2006 with a stop date in 2006. One day post-procedure the pt also experienced decreasing hemaglobin and hematocrit resulting in prolonged hospitalization. The action / treatment admin was blood transfusion and vasopressors/inotropes. The pt outcome was reported to be resolved when discharged from the hosp.